Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned additional information provided: qty of product involved: 1 => 2 only clips that could not be used in cartridge will return. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please provide the applier product code and lot number? - please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). - what suture type and size was used? - when the event occurred, was the suture placed near the hinge of the clip? - were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? - was the applier checked for damaged (jaws straight and aligned)? - if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Is the lot of the 2nd product involved the same, uc2aap? A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and absorbable clips were used. The clips did not close, the clips opened. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 9. Device available for evaluation, h 3. Device evaluated by manufacturer? Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer, h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions. H6 component code: g07002 - no device problem found. H3 investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the xc200 reload was received empty and with two loose clips. The clips and reload were visually inspected and no defects were observed. The clips were manually loaded on a test device for its functionality. Upon functional testing of the clip, the instrument retained and deployed the clip as intended. The clip was formed as intended and conforming to our manufacturing requirements. The event described could not be confirmed as the clips performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the cartridge. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. The analysis does not confirm (verify) the reported failure. No further investigation will be conducted on this complaint. Complaint information will be included in complaint trending that is reviewed by the applicable product quality safety surveillance data review board (pqss drb) on a regular basis to determine if further action is necessary. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.